Manufacturer narrative:
FDA report: 4900320000-2026-8010 was received through FDA¿s medsun program upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the sensation plus 50cc intra-aortic balloon (iab) ruptured. No harm was reported.